Manufacturer narrative:
Olympus field service engineer (fse) visited the customer site to troubleshoot the device. The fse found the reported issue and requested that the device be returned for repair. Once received by olympus, the repair center found the a defective front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii xenon light source front panel light was blinking. The procedure was completed with similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Additional information has been added to section e. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to the broken mesh turret and faulty limit switch. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.